Event description:
It was reported that a patient presented in-clinic for an unrelated procedure. Following the procedure, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise and failure to sense. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.